Event description:
Subject: medical device malfunction and or misuse. Type of device: tens unit. Treatment administered by: (B)(6) pt. Place of occurrence: (B)(6). I would like to report the malfunction and or misuse of a tens unit at the above named location. I underwent a tens treatment and what followed was a nightmare. Please investigate the equipment used and the pt (B)(6). I was instructed to contact you by the (B)(6). On (B)(6) 2011 while cutting bushes in my yard the right middle of my spine began to hurt. By that evening I was unable to stand erect. Monday (B)(6) 2011 I made a trip to solantic and was referred to my primary care physician. Wednesday (B)(6) 2011 I visited dr. (B)(6), my primary care physician and was sent for a cat scan. At the visit with my pcp I was given a prescription for a muscle relaxer and a narcotic pain reliever. I was referred by dr. (B)(6) to an orthopedic doctor. I made an appointment with dr. (B)(6) at the (B)(6) 2011. Dr. (B)(6) opened the disc which showed my cat scan and explained what he saw on the scan. It coincided with the written cat scan report. Dr. (B)(6) solution to my back problem was shots in my back and physical therapy. I told dr. (B)(6) I preferred to try for physical therapy prior to treating my back with shots. He told us to wait he, dr. (B)(6), would be right back and we would discuss a course of action. My husband and I waited a good 15 minutes and dr. (B)(6) did not return. I looked out the door and I saw his nurse was writing my sheet and she said he would be right back. Dr. (B)(6) came in within the next 5 minutes and handed me the sheet the nurse had written out. At no time during my appointment did dr. (B)(6) ask or discuss sciatica with me. I set up a therapy appointment at (B)(6) in (B)(6) for (B)(6) 2011 for physical therapy. I was so excited. I was on the road to recovery. My back pain had begun to diminish so I assumed pt would be my last step to regaining the rest of my mobility. I arrived and was seen by (B)(6). He asked me several questions and very briefly examined my back. I explained my pain was located in the right middle of my spine. He asked if I had sciatica. I told him "no". I explained I had a little cramping in my left calf while sleeping but straightening it out relieved the cramp. He told me to follow him to this table/bed and asked me to get up onto the table. He offered no stool or help in getting onto the table. I had to ask for a stool and a helping hand. (B)(6) asked if I preferred heat or cold on my back. I told him cold. He brought out an ice blanket for me to lie on. He began to put patches on my back. I asked what they were for. He said a treatment using electric current (tens). He put one patch on the right side of my spine and asked again where my sciatica was. I repeated, "I don't have sciatica just a little cramping in my left calf." He then put two patches the left side of my back, one high and one low. He hooked some wires up to the patches and asked me to lie down. I did and he turned to the machine on my right side and asked if I could feel the current. I said yes. He turned it up and asked again if I could feel the current. I answered yes and said that's about as much as I can stand. Then all of a sudden zap. The left side on my back and down my leg was on fire. I screamed (B)(6) that really hurt. (Sorry-but that is what came out of my mouth.) The pain raised me off the table and I saw black. He kept saying, "I'm sorry I'm sorry." Little did I know the damage to my sciatic nerve had already been done. I laid there for what seemed an eternity. (B)(6) came over took off the patches and said that was it for the day. I had a really hard time walking to the car. By that evening I was in horrible pain and could not put any weight on my left leg. I phoned (B)(6) the next day and spoke to (B)(6). (B)(6) was not there. She told me to rest and if I was not better by monday to call the doctor. On monday (B)(6) 2011 I phoned my husband's neurologist dr. (B)(6). I went to see him at 2 p.m. That day. By now the pain was excruciating. I could not stand, sit or walk. My thigh and the outside of my calf felt like the muscles were being shredded apart from the inside out. My knee felt as if someone had a knife under it and was trying to remove it. My muscles in my entire leg are twitching and I have electric shots shooting down my entire leg. I was unable to walk more than 5 steps without sitting down. I slept for 3 weeks sitting up in a chair. It was horrible. Dr. (B)(6) diagnosed "acute sciatica." He put me on a double dose of steroids 6 day pack, ativan and something for my stomach. By day 6 I had an allergic reaction and could no longer take the steroids (6 6 5 5 4 4). Now I am taking a muscle relaxer, a narcotic pain pill, steroids, ativan for stress and stomach medicine. I take no prescription drugs on a regular basis other than a baby aspirin a day. The pain does not lessen with any of the medicines. I am now on week 4 of being out of work and 3 weeks yesterday since my electric therapy treatment which zapped my sciatic nerve and brought on this horrible sciatica. I am now walking with a walker. I am still unable to put any pressure on my left leg. It has now been 8 weeks since the trauma to my sciatic nerve. I have been a cosmetologist for 40 years and have worked as such for all that time. My job requires me to be on my feet and legs. I have returned to work out of necessity due to not being able to pay bills. I have had to borrow money from my retirement. I am on a limited schedule of 4 hours every other day per my neurologist dr. (B)(6). This is a far cry from the 5 day 25 to 30 hours I worked weekly before the damage to my left leg. I still have numbness and tingling in my left leg. I have cramping in my left thigh. My left leg feels heavy and painful causing me to walk with a limp. My left leg, I fear, will never function correctly. This has been a horribly painful nightmare due to negligence. I walked into (B)(6) with a back ache and no sciatica and after therapy prescribed by dr. (B)(6) for a condition I did not have and administered improperly by (B)(6), I left (B)(6) with depilating and excruciating acute sciatica.